Event description:
It was reported that a balloon rupture occurred. A 6.0mm x 60mm x 135cm ranger drug coated balloon was selected for endovascular therapy. During the procedure, the balloon ruptured. There were no patient complications reported.